Event description:
Information received from the (B)(6) study, subject: (B)(4).on (B)(6) 2014, the patient was randomized to IV tpa + solitaire fr and treated. The patient had an adverse event of hemorrhagic infarction 1 (hi 1) and it was considered procedure related. The adverse event resolved on (B)(6) 2014.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.

Manufacturer narrative:
Received additional information stating that the patient had an adverse event of vasospasm on the same day of the procedure and was treated with medication and it resolved the same day. (B)(4).

Manufacturer narrative:
(B)(4).